Event description:
It was reported that during hospitalization the patient had a stroke and was treated with heparin.

Event description:
It was reported that approx two hours after the carotid prodedure, the pt showed neurological symptoms of a stroke. The head CT scan showed evidence of an evolving left parietal/lacunar infarction. The pt had gradual improvment in their sysmptoms throughout their hospital course; however, by discharge some symptoms remained.